Manufacturer narrative:
No part or file has been returned to device manufacturer.

Event description:
A medtronic representative reported the surgeon felt inaccurate during a spine surgery as when he was touching the spinous process the stealth was displaying him touching the skull. They did a second o-arm spin and he was able to successfully and accurately navigate. The case proceeded with no issue and there was no impact on patient outcome.